Manufacturer narrative:
(B)(4). Final device analysis of the lead and extensions revealed no anomalies; lead and extensions were functionally ok. Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that, after a trial stimulation phase, when the lead was disconnected from the patient's external neuro stimulator (ens), it was noticed that the measured lead impedance was out of range. The lead was explanted and replaced by a new one, but the impedance remained too high. Visual inspection revealed that the ens was missing two pins. The lead remained implanted. The patient recovered without sequela.